Event description:
It was reported that the catheter balloon ruptured circumferentially & the tip separated during removal. The doctor was not able to retrieve the indwelling piece from the biliary tract. The doctor decided there was no need for additional procedures.